Event description:
It was reported that the patient was not satisfied with the placement of his inflatable penile prosthesis (ipp) cylinders within his glands and felt that the implant did not give him the right girth. The patient underwent revision and the cylinders were removed and replaced. The new cylinders were placed higher in the glans. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.